Event description:
It was reported that during the implant procedure the lead was not used due to failed defibrillation threshold (dft) testing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead was not used due to failed defibrillation threshold (dft) testing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the lead was returned, ananlyzed, and no anomalies were found.